Event description:
Reportedly, "the adhesive on the (endotracheal tube) holder becomes loose and non-adhering and there were a couple of accidental extubations. Oral secretions were normal. Nothing was put on the infants skin (before using the endotracheal tube holders)". The infants were successfully re-intubated. There was no harm to the infants.